Manufacturer narrative:
Section a2, a4 and a5: patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - catalogue #, expiration date, serial #: unknown/not provided. Section d4 - serial#: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the ar40 lens haptics make memory during injection and the lens is off-center. Through follow-up we learned that in some cases, the first haptic may become bent during cartridge loading, creating a material "memory" that prevents proper positioning after implantation. This can lead to lens decentration, often requiring repositioning of the haptic. The issue has been observed across multiple cases with no specific dates or serial number identified, indicating a recurring behavior. The deformation is only noticeable after implantation. No further information was provided.